Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 2 of 4.

Event description:
The sleeves were impossible to insert into a 2.2 mm incision. No patient injury. No product available.